Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unidentified baxter pump displayed an unknown quantity of unspecified alarms. White particles were observed in the non-baxter infusion set chamber. The set had to be replaced. The patient infusion was 342mg of paclitaxel diluted with 5% glucose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.